Manufacturer narrative:
Although there was no reported injury in this case, the available information suggests a malfunction of the device may have occurred. Though still under investigation, varian has determined that a MDR is appropriate as this malfunction and resulting small flame, should it recur, could potentially cause a serious injury. Additional follow-up to this MDR is expected upon completion of the investigation.

Event description:
While performing a routine monthly check, the machine was set to stand-by, then powered down via emergency stop. Upon powering up, there was a buzz and a pop resulting in inability to bring up the console computer. While trouble-shooting, a varian field representative removed the power unit; testing the incoming 115vdc to the ps1 showed no power. The field representative found that the fuse was open (blown) and had a burn ring on it. Prior to replacing the fuse, the field rep isolated the ps1 output so that only incoming voltage was connected. The fuse was replaced and power was restored to the power supply. Upon powering up, there was a buzz sound followed by a spark and small flame about the size of a candle; the fuse did not blow upon reinitiating power. Immediately, the power was cut off and the small flame extinguished. There was no harm or serious injury reported associated with this event.